Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brakes not holding. The bed was located at the account in intensive care unit. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake casters not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.